Manufacturer narrative:
The biofreedom (bfr1-3528/w24100005 and bfr1-3033/w24090629) stents have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. Based on limited clinical information, the severe in-stent restenosis (isr) in this 67-year-old male patient is likely multifactorial. Key contributors include patient-related risks (active smoking, hypercholesterolemia, high bleeding risk), complex lesion characteristics (long 60 mm type b2 lesion, 90% proximal lad stenosis), and the use of overlapping stents, which increases inflammatory response. Additional potential factors include suboptimal stent expansion or unrecognized malapposition, especially if intravascular imaging was not used. The patient's nstemi represented the true recurrent ischemic event, with cardiogenic shock and heart failure occurring as secondary complications, reflecting ongoing vascular instability that may have further promoted neointimal proliferation and isr progression approximately 9 months post-implantation. In summary, biosensors do not perceive this as a failure of the implanted biofreedom stents (bfr1-3528/w24100005 and bfr1-3033/w24090629); rather, it seems to be patient specific and procedural related factors. There is no evidence to suggest that the reported complications are related to the characteristics of the stent. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The in-stent restenosis, cardiogenic shock and heart failure events are recognized potential hazardous situation and documented in manufacturer's product analysis and instruction for use. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. 67 years old, male patient, smoker, medical history of high bleeding risk and hypercholesterolemia. Patient presented with emergent stemi. Pci was performed on (B)(6) 2025 to target type b2 lesion at 90% stenosed proximal lad. Notably lesion length was 60mm and reference vessel diameter was 3.00mm. Two biofreedom 3.50mm x 28mm (lot no. W24100005) and 3.00mm x 33mm (lot no. W24090629) study stents were implanted in overlapping technique at 12atm. Timi flow post-procedure was three. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel. Patient admitted on (B)(6) 2025 for cardiogenic shock secondary to nstemi. Resolved with anticoagulants and discharged on (B)(6) 2025. Patient came for 1 month follow up on (B)(6) 2025, no angina reported. Patient admitted on (B)(6) 2025 for compensated heart failure. Resolved with medication and discharged on (B)(6) 2025. Patient admitted on (B)(6) 2025 for severe in-stent restenosis at lad. Pci done using drug coated balloons (3.0mm x 40 mm & 3.5mm x 40 mm) at proximal and mid-lad.